Event description:
It was reported that the patient underwent surgical intervention on (B)(6) 2019 wherein the patient¿s lead was explanted and replaced. Therapy has been restored post-op.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported, that an impedance check on the patient¿s lead was done and it was shown to have high impedance. X-rays showed that the patient¿s lead had dropped down and the patient¿s lead has been possibly damaged. As a result, surgical intervention may take place to address this issue.